Manufacturer narrative:
(B)(4). The assignable root cause could not be determined.

Event description:
It was reported to baxter that there was leakage from the silicone tubing of the transfer set found during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Received used set with cap on uv spike connector. Visual inspection performed with the following issues noted: cut in tubing. Leak testing performed with the following issues noted: cut in silicone tubing. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.